Event description:
The customer contact reported a crack in the soluset; subsequently, a leak was noted. The tubing set was to be used to deliver alimta 880mg/250ml, at a rate of 570ml/hr, via a plum pump. It was reported that after tubing set was primed with normal saline and the soluset of the tubing set was being filled with an unspecified volume of alimta, an unspecified volume of solution leaked from a crack in the soluset. It was reported the crack was located between the 40ml and 50ml markings on the soluset. The tubing set was replaced and the therapy was initiated. The customer contact reported that the solution that leaked was cleaned up according to the user facility's protocol. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible causes for the customer reported crack in the soluset were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.